Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 29. On (B)(6) 2025, fracture of the implant was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.